Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) pump alarming low battery despite being connected to ac power during use. While troubleshooting it was discovered the pump was in rescue mode. Customer was able to bring the pump back to hybrid mode but informational message of no back up battery would appear on screen. Customer switched out the battery with a unit not in use, the informational message cleared proving the battery might have been the cause of the alarm. There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) troubleshooted the unit over the phone, and found the unit to be in rescue mode. The unit was placed into hybrid mode by the customer, and the fse had the customer replace the battery with one from another unit. The message cleared once the battery was replaced. The unit was found to not be plugged in while charging. The fse reported that the battery passed tests after recharging. H3 other text : not returned to manufacturer.